Event description:
A 2 fr vygon PICC had been in use for 12 days when a dressing change was initiated due to persistent bloody drainage under the dressing for approximately 48 hours. During removal and replacement of the dressing, accumulation of blood and clear fluid was observed. Further assessment identified leakage from the catheter at the butterfly hub.